Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Four videos of a powertrialysis slimcath were returned for evaluation. An initial visual observation of the videos showed that as the catheter was functionally tested, a leak was revealed in the catheter tubing just distal to the molded joint. No details of the apparent damage could be discerned from any of the returned videos, and there were no distinguishing features in the returned videos of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that as air was being pulled from the syringe connected to the catheter, a break in the catheter was suspected and a request for examination was made. On (B)(6), the catheter was reinserted from the right internal jugular to the left internal jugular, and a cv catheter was inserted at a low level in the same area. The v-side air bubble detection alarm sounded the day after insertion, but the catheter was reconnected in reverse and continued to be used as microbubbles caused by negative pressure. Air was no longer visible, but slight bleeding was observed from the insertion site. On the 23rd, one stitch was applied to the skin to prevent bleeding at the insertion site. On the 24th, only air was being pulled. When air was injected into a bucket of water inside the hospital, air bubbles were confirmed from partway through the catheter and extension tube. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that as air was being pulled from the syringe connected to the catheter, a break in the catheter was suspected and a request for examination was made. On october 10th, the catheter was reinserted from the right internal jugular to the left internal jugular, and a cv catheter was inserted at a low level in the same area. The v-side air bubble detection alarm sounded the day after insertion, but the catheter was reconnected in reverse and continued to be used as microbubbles caused by negative pressure. Air was no longer visible, but slight bleeding was observed from the insertion site. On the 23rd, one stitch was applied to the skin to prevent bleeding at the insertion site. On the 24th, only air was being pulled. When air was injected into a bucket of water inside the hospital, air bubbles were confirmed from partway through the catheter and extension tube. There was no reported patient injury.